Event description:
The customer reported a precharge voltage error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack. This MDR is related to ge healthcare complaint.